Event description:
It was reported that the patient came in for a device check since their device has been beeping. It was found that the device had an electrical reset due to the patient going through radiation therapy. The reset was cleared. It was further reported that a second electrical reset had occurred as the patient is in the middle of a long course of radiation therapy and the caller was wondering if this can be prevented. Radiation guidelines were sent to the clinic and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(6) concomitant products continued: sp02 competitor implantable pacing lead (B)(6) 1998. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that the device had a full electrical reset. There was a critical ram parity error on (B)(4) 2012 and mem test power on reset (por) on (B)(4) 2013.